Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested assistance regarding this right ventricular (rv) lead exhibiting loss of capture (loc) with high capture thresholds following implantation. Technical services (ts) reviewed the presenting electrograms, which showed changes compared with earlier recordings, including decreased r wave amplitude. An x ray indicated that the rv lead tip was oriented toward the rv outflow tract (rvot), indicating migration and dislodgement. It was mentioned that the patient is not pacemaker dependent and is currently programmed to left ventricular (lv) only, which seemed to be working, but at high outputs. Ts outlined potential risks with this current state. It was noted that this patient experienced similar issues with their first rv lead in which therapy had been turned off and this patient was sent home with a lifevest. The first rv lead implanted was 64cm and this current rv lead is 59cm. Ts noted that this patient might require turning off tachy therapy and using a lifevest again, similar to the previous rv lead issue; however, at this time, per physician discretion, the system will remain programmed as it is since this lead is not exhibiting oversensing. No specific programming adjustments were recommended, and further management will be determined by the physician. This rv lead remains in service, and no adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested assistance regarding this right ventricular (rv) lead exhibiting loss of capture (loc) with high capture thresholds following implantation. Technical services (ts) reviewed the presenting electrograms, which showed changes compared with earlier recordings, including decreased r wave amplitude. An x ray indicated that the rv lead tip was oriented toward the rv outflow tract (rvot), indicating migration and dislodgement. It was mentioned that the patient is not pacemaker dependent and is currently programmed to left ventricular (lv) only, which seemed to be working, but at high outputs. Ts outlined potential risks with this current state. It was noted that this patient experienced similar issues with their first rv lead in which therapy had been turned off and this patient was sent home with a lifevest. The first rv lead implanted was 64cm and this current rv lead is 59cm. Ts noted that this patient might require turning off tachy therapy and using a lifevest again, similar to the previous rv lead issue; however, at this time, per physician discretion, the system will remain programmed as it is since this lead is not exhibiting oversensing. No specific programming adjustments were recommended, and further management will be determined by the physician. This rv lead remains in service, and no adverse patient effects were reported. Additional information received confirmed this entire system was explanted and successfully replaced with a non-boston scientific system. This rv lead has not been returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve this lead; however, no response was received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. If pertinent information is provided in the future, a supplemental report will be submitted.